Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer did troubleshooting and found out that the problem is the main pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported that the vela ventilator alarmed ventilator inoperable, circuit occlusion, and low ve. The customer confirmed that there was no patient involvement associated with the reported event.